Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (500 mcg/ml at 192.45 mcg/day), dilaudid (20 mg/ml at 7.698 mg/day) and clonidine (500 mcg/ml at 192.45 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, the patient went into the o.r. (Operating room) for a pocket revision to improve comfort of the pump positioning. The pocket was found to be full of pus. The surgeon removed the pump and the entire catheter because of infection. The infection was not previously expected or known of. No diagnostics and/or troubleshooting were done. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. The patient was admitted to the hospital for IV (intravenous) antibiotics. The patient status was reported as ¿alive ¿ no injury.¿ the plan was to replace the device system in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.